Event description:
Customer received a blood glucose result of 525mg/dl on her breeze2 meter. She was also tested on her doctor's meter and the result was 160mg/dl. Later in the day she ran another test on her breeze2 and received a 490mg/dl, re-tested on a different meter and result was 128mg/dl. The differences in the readings of both comparison tests falls in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse events were alleged. New meter and strips were sent and the customer has returned her strips for evaluation.